Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date between 22 july and 25 july, 2024 and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer was reported that the device was leaking etoposide medication during patient infusion. The customer stated that etoposide in epoch (etoposide, vincristine, doxorubicin) continuous infusion dispensed with primary plum set tubing w/ 0.2-micron filter became detached at the site where the primary tubing and the spiros connect. This caused leakage of patient blood and chemo. The spiros remained attached to the patient¿s portacath but the primary tubing was detached and leaked chemo on the floor and bed. Leak was estimated at 30ml, mixture of blood and chemotherapy. Code orange (hazardous spill) was called in the hospital. There was patient involvement but there was no harm reported as a consequence of this event. There was a delay in therapy because they needed to stop the infusion due to leakage.